Event description:
Customer reported a failure of battery swelling caused damage to power supply. Customer did not have information whether incident occurred during pt infusion. Customer was unable to provide info if there were any pt injuries associated with this report or if there have been any incident reports filed since the last baxter service event.